Event description:
It was reported that the patient experienced an escalation in lumbar pain. Impedances measured high on the thoracic lead. The patient underwent a lead revision procedure to replace the thoracic lead. The patient was doing well post-operatively.

Manufacturer narrative:
With all the available information, boston scientific concludes that the patient's escalation in lumbar pain and high impedances were a result of the lead being kinked. Device technical analysis of the lead sc-2317-70 (B)(6) included microscope and x-ray inspection which revealed that all cables were completely broken at the kinked location of the lead. The kinked location is 2 cm from the set screw mark of the clik anchor. There are no exposed wires at the fracture location. Based on all the information the engineers concluded that the lead had been exposed to excessive mechanical force or movement causing fractures at the anchor point. The lead cables were completely broken at the kinked location of the lead resulting in the high impedances and the patient's escalation in pain.

Event description:
It was reported that the patient experienced an escalation in lumbar pain. Impedances measured high on the thoracic lead. The patient underwent a lead revision procedure to replace the thoracic lead. The patient was doing well post-operatively.